Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that infusion set's tubing detached at the quick release. The patient noticed insulin coming out of the tubing about one hour after changing the set and this issue occurred with three sets. No further information available.